Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 monitor stopped receiving patient vitals in the middle of a case. They lost all waveforms and numerics. They also stated that the screen went dim. The nk clinician was able to remove the bsm-1700 unit to continue monitoring the patient on just that unit. However, he was not able to do a patient transfer to the bedside because the option to do it was not available. Patient data was lost as a result. No patient harm was reported. Investigation summary: repair center observed an intermittent "system board failure sd" error message. A review of this ticket shows that the issue was related to internal storage failure (solid state drive). Service history for this device shows no recurrence. Additional information: b4 date of this report d9 device available for evaluation? D10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the g9 monitor stopped receiving patient vitals in the middle of a case. They lost all waveforms and numerics. They also stated that the screen went dim. The nk clinician was able to remove the bsm-1700 unit to continue monitoring the patient on just that unit. However, he was not able to do a patient transfer to the bedside because the option to do it was not available. Patient data was lost as a result. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the csm bedside monitor stopped getting vitals in the middle of a case. They lost all waveforms and numerics. They also stated that the screen went dim as well. The nk clinician was able to pull off the bsm-1700 to continue monitoring the patient from there, however, he was not able to do a patient transfer to the bedside because the option to do it was not there. Therefore, they lost patient data when it was pulled from the docking station. This occurred at around 9:24-9:25am est. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the csm bedside monitor, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor bsm-1700 series. Model: ni; sn: ni.

Event description:
The biomedical engineer (bme) reported that the csm bedside monitor stopped getting vitals in the middle of a case. They lost all waveforms and numerics. They also stated that the screen went dim as well. The nk clinician was able to pull off the bsm-1700 to continue monitoring the patient from there, however, he was not able to do a patient transfer to the bedside because the option to do it was not there. Therefore, they lost patient data when it was pulled from the docking station. This occurred at around 9:24-9:25am est. No patient harm reported.